Event description:
Boston scientific received information that this right ventricular (rv) lead had pacing impedances of greater than 3,000 ohms. It was determined via fluoroscopy that the lead was fractured. It was noted that the impedances of the shock portion of the lead had been steady at 55 ohms. The implantable cardioverter defibrillator (ICD) was electively explanted and upgraded to another boston scientific device. The rate/sense portion of this right ventricular lead was surgically abandoned. A new rate/sense lead was implanted. Approximately four years later, a routine implant procedure was performed and this rv lead was surgically explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.